Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. The telescope assembly was not able to properly pull back, advance, and retract. Since the telescope cannot advance the transducer distal housing to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. During flushing, fluid was leaking at the sheath lap joint junction between the blue sheath and clear imaging window tubing. During image characterization testing, no image appeared in the system due to electrical open at proximal. Imaging core windup was not found in the telescope assembly. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that image disappeared. The opticross¿ imaging catheter was used to visualize target lesion located in a 90 percent stenosed, severely tortuous and moderately calcified middle left anterior descending artery. During a percutaneous coronary intervention, image disappeared after the pullback. The procedure was completed with another of the same device. No patient complications reported and the patient status is good. However, device analysis revealed an open hole at the sheath lap joint assembly.